Event description:
A reconstruction plate, implanted on an unknown date, broke post-operative and was removed in 2003. Plate was implanted for a fractured ulna and pt went to non-union. Reportedly, the pt has had two prior implants for this same fracture.